Event description:
It was reported that a peritoneal dialysis (pd) patient was hospitalized for peritonitis. The patient has since been discharged and has been recovering while performing pd treatments at home. Upon follow up with the patient¿s pd registered nurse, it was reported this patient was hospitalized on (B)(6) 2024 following abdominal pain at home. Peritoneal effluent fluid cultures and a white blood cell (wbc) count taken in the hospital on (B)(6) 2024 presented with klebsiella oxytoca in the culture and a wbc count of 16,110/mm3. The patient was diagnosed with peritonitis attributed to a break in asepsis during ccpd therapy on the liberty select cycler at home. It was explained, per the patient¿s daughter, the patient has become complacent with pd therapy and does not wash hands or wear a mask during treatments. The patient was prescribed intraperitoneal (ip) vancomycin at 2000 mg every 5 days and ip ceftazidime at 2000 mg daily (durations not reported). The patient was able to undergo ccpd therapy on a hospital provided liberty cycler for the duration of the admission. The patient had an uneventful hospital course and was discharged to home on (B)(6) 2024. It was confirmed the patient¿s peritonitis, and the associated hospitalization were not due to a deficiency or malfunction of any fresenius product(s) or device(s). The patient recovered from this event as he remains asymptomatic, and he continues ccpd therapy on the same liberty select cycler post-discharge.